Event description:
Patient admitted to have cuff of capd catheter debrided;has infection around exit site of catheter. Cuff to be debrided in attempt to salvage catheter. Patient has been on chronic antibodics in attempt to control infection. Tip of cuff is visable through the skindevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.